Event description:
The account alleged the nurse call system is not functioning. No patient impact.

Manufacturer narrative:
The technician found a broken communication cable. The communication cable was replaced by the technician to resolve the issue.